Manufacturer narrative:
H3: ge healthcare has completed its investigation. The root cause was degradation of battery cells due to aging, resulting in thermal runaway. The battery has a two-year replacement interval, as stated in the user and service manuals supplied with each system. Battery replacement after two years of use is not part of automatic warning or caution messages, but the system does notify the user to replace the battery if the battery state of health (soh) is <50%. Ge healthcare has initiated a field action (res #96538) to correct all units in the field.

Event description:
It was reported that the battery ignited while the venue fit ultrasound system was plugged in but not in use. The fire was extinguished using fire extinguishers, after which the system was moved outdoors and placed in water. No injuries occurred.

Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. D2: common device name: system, imaging, pulsed doppler, ultrasonic. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.